Event description:
It was reported that the pump failed volume accuracy testing via under infusion. It is unknown if there was patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to fluid ingression. As a result, the expulsor, valves, and latch lock were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.